Manufacturer narrative:
D10: 5149704 101-05-30 - 3.2mm drill bit30mm 1pk. 4901211 170-36-03 - biolox delta femoral head 36mm od, +3.5mm. 3731024 180-65-45 - alteon 6.5mm screw, 45mm. 5050823 186-01-54 - integrip cc, cluster 54mm, g2. 5013226 132-36-52 nv gxl liner lipped 36mm ID group 2. Customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty. Subsequently, the patient reported hip pain and stiffness. The surgeon believed this to be due to malposition and loosening of the hip stem. As a result, the patient underwent a left hip revision approximately 7 years and 8 months after initial implantation. During the revision it was noted that the hip stem had lost all of the hydroxyapatite coating. No further patient impact reported. No further information available.